Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, high, out of range pacing lead impedance was observed. Further tests to evaluate the lead were recommended. Patient will continue to be monitored. No further information was available.